Event description:
On (B)(6) 2012 the reporter contacted animas to troubleshoot the pump and rule out a malfunction after a hospitalization. He alleged the following sequence of events: the patient had dental surgery the morning of (B)(6) 2012; a few hours later started to not feel well and "was out of it." He was vomiting at time of arrival at the emergency room (ER) and had a bg of 800 mg/dl. He did not test for ketones and reports no other signs or symptoms of high bg. He was not initially taken off the pump while in the ER, but was also being treated with IV insulin. He reports the site was in him for only 1 day at the time of the arrival at emergency room. He suspended the pump around noon (5 hours after arriving at emergency room) and continued on IV insulin. No air bubbles or leaking noted from supplies. He did not change supplies. The patient was discharged on (B)(6) 2012 and resumed pump therapy with new supplies and without incident and has had no further bg issues. Old supplies were 3 days old and were taken out of the patient while he was still in the hospital and he denies bending or blood noted in the cannula. The diagnoses at discharge were a silent myocardial infarction, an infection with elevated white blood cells, and hyperglycemia. The patient was sent home on the pump and has had no further bg issues since discharge. This complaint is being reported as it cannot be determined whether the patient was hyperglycemic prior to the myocardial infarction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.